Event description:
It was reported that the right ventricular (rv) lead wsa oversensing. The physician decided to replace the rv lead. During the replacement procedure, the patient experienced ventricular fibrillation (vf) and was externally defibrillated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.